Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard mesh (bard flat mesh) (device #3). Additional emdrs were submitted to represent the bard/davol ventralex st (device #1) and the bard mesh (bard flat mesh) (device #2). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralex st on (B)(6) 2013 and bard mesh (x2) (bard flat mesh) on (B)(6) 2017 and (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against all the devices. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralex st on (B)(6) 2013 and bard mesh (x2) (bard flat mesh) on (B)(6) 2017 and (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against all the devices. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective addendum per additional information provided: (B)(6) 2013 ¿ patient was diagnosed with incisional hernia thereby underwent open repair with implant of ventralex st mesh (device #1) . Per operative notes, ¿ the hernia at umbilicus was identified. A medium ventralex st mesh (device #1) was placed below the fascia and secured with sutures.¿ (B)(6) 2017 ¿ patient was diagnosed with recurrent ventral incisional hernia thereby underwent open repair with implant of bard flat mesh (device #2). Per operative notes, ¿ the hernia sac was reduced and bard flat mesh (device #2) was placed and secured circumferentially with sutures.¿ (B)(6) 2017 ¿ patient was diagnosed with recurrent ventral incisional hernia thereby underwent open repair with implant of bard flat mesh (device #3). Per operative notes, ¿ previous midline incision was opened and hernia sac was dissected circumferentially. A bard flat mesh (device #3) was placed and sutured.¿ (B)(6) 2018 - patient was diagnosed with recurrent ventral incisional hernia thereby underwent laparoscopic repair with implant of sepramesh (device #4). Per operative notes, ¿ hernia was identified and numerous adhesions were excised. The sepramesh (device #4) was placed over the abdomen secured circumferentially with tacks and sutures.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-feb-2017) is considered to be a best estimate. This supplemental emdr represents the bard/davol (bard flat mesh) (device #3). An additional supplemental emdr was submitted to represent the bard/davol ventralex st (device #1) and the bard mesh (bard flat mesh) (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.